Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Broken weld at bottom rear of left side frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the left side frame. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. The incident alleges a malfunction or issue with the device in question. Weight capacity for t424rda is 350 pounds. The end user's weight was reported as (B)(6). User¿s manual review- (page 27) every six months or as necessary, take your wheelchair to a qualified technician for a thorough inspection and servicing. Regular cleaning will reveal loose or worn parts and enhance the smooth operation of your wheelchair. To operate properly and safely, your wheelchair must be cared for just like any other vehicle. Routine maintenance will extend the life and efficiency of your wheelchair.

Event description:
The dealer stated left side frame is broke on the left at a weld. The dealer stated the weld brake is near where the axle affixes to the chair. The dealer stated the patient lives on her own and did not know the chair was damaged until her aid came in today.